Event description:
It was reported that the patient had a radical mastoidectomy in 2007. Later the patient was implanted in 2008 in which a revision surgery was necessary to reposition the electrode into the cochlea on (B)(6) 2009. From this time until (B)(6) 2012, the patient heard well, but then did not use the device until she presented in the clinic on (B)(6) 2014. A CT scan showed that the electrode array was no longer in the cochlea and that the right cochlea has fibrosis.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.